Event description:
Caller reported a malfunction on the pump with a code displayed as malf 12, and there were no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the same malfunction did not recur, and the caller was instructed to continue using the pump and to call back if any issues arose again. Caller acknowledged and understood the instructions.